Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported by the spouse that the patient was lethargic and weak due to low sugar. Per documentation, the patient's smartphone was going off/making alert sounds at the onset of symptoms. It was not specified nor clarified what the egv was at that moment nor whether a bg was checked at that moment. It was not specified nor clarified what the alarms were for, nor what the alert messaging on the display device was showing. The spouse transported the patient to the ed. There the egv was 77 mg/dl and the bg was 42 mg/dl. At another moment, the egv was 86 mg/dl while the bg was 51 mg/dl. The symptomatic hypoglycemia was treated with dextrose with saline via IV. The patient also received shots two shots in the abdomen for an unspecified condition. The patient was hospitalized for 2 days. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.